Manufacturer narrative:
(B)(4). Sample received and evaluated and complaint confirmed. Clampex connector broken - introduced additional checks during the manufacturing process. A more robust design of the clampex connector was introduced for accusol in april 08. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This MDR is being submitted as part of baxter renal's retrospective review and remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
This is a report received by baxter (B)(4) from a patient. The patient observed that the spike of one unit of accusol did not penetrate the bag. The defect was observed in one unit before use. The actual sample is available. No patient injury or medical intervention was reported.